Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on 03/21/2013 and obtained the following information. The patient claimed the alleged issue began the evening before he contacted lfs for assistance at approximately 10:11pm. The patient reportedly tested on the subject device and observed a value of "360mg/dl." The patient manages his diabetes with novolog insulin through pump therapy and reportedly administered an unknown amount of insulin based on his carbohydrate intake for dinner and the meter reading immediately after testing and getting the "360mg/dl" result. The patient claimed that approximately 3 hours later he developed low blood sugar symptoms of "dizziness and disorientation." He tested on the subject meter at approximately 1:15am and observed a reading of "44mg/dl." The patient contacted emergency medical services at 1:30pm and when they arrived shortly thereafter, they tested the patient using their ems device and observed a value of "36mg/dl" at 1:30am. The patient was treated with a glucagon injection also at 1:30am and when his blood glucose stabilized, the ems left. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The subject test strips were in good condition. A control solution test was not performed because, the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required treatment from an hcp after the alleged meter issue began.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.